Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume event was identified. The homechoice device received a returned instrument testing evaluation. This evaluation included functional testing of the device. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:39:43. During night drain cycle five, the patient's ultrafiltration reading was 1271ml, indicating the home patient drained 1271ml more than their maximum programmed fill volume of 2000ml. No additional information is available.